Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) review is not possible as no manufacturing lot number has been provided by the complainant.

Event description:
It is reported that the catheter has a slit or leak developed near the hub, while infusion of contrast media. It was fine during insertion.